Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by MFR: received one used 19fr drain. There is small punctured hole in its wall (on the tubing part). The puncture is angle-shaped; most probably the drain was punctured by the trocar (trocar¿s blade has triangle shape).

Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following additional information, however no further details received to date: how was the case completed? No further information is available. Was the blake drain removed from the patient's body and a new drain inserted surgically? =>no further information is available. Lot number of blake drain the lot number is unknown. Device return follow up/status. When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on an unknown date and a drain was used. The reservoir swelled shortly, and there is a possibility of air leakage. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/27/2020.